Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. It was reported the patient was hospitalized and treated with unspecified antibiotics for the event. Patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.